Event description:
It was reported that during implant, the lead dislodged and exhibited intermittent sensing. The was not used, and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.